Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges cancerous lesions on cheek and forehead, coughing when done using machine, difficulty breathing/short of breath, sinus and headache. The device has been returned to the manufacturer. Upon evaluation of the device, white and black contamination (dust like), inconsistent with degraded sound abatement foam, and some tiny gray potential hairs at the air input of the blower box were found. A cream colored piece of contamination at the bottom of the blower box was also observed. A coating of white dust-like contamination in some spots at the bottom of the blower box and black contamination, consistent with keratin, at the air outlet of the blower box were detected. 26 error codes were also logged.

Manufacturer narrative:
Due to a discrepancy with the customer reported serial number of the humidifier compared to the base device units registered to the customer, the model and serial number of the base device is unknown. Additional information is not available at this time.the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974.